Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the service manual, b30 indicates scope communication error and occurred when the device failed to expand scope identification data (registry error), often caused by foreign object or liquid on the contacts. Based on the results of the investigation, the exact root cause of the failure could not be identified. The allegation was unable to be confirmed. It is likely that the following led to the malfunction: a) the phenomenon possibly caused by foreign object. B) liquid on the contacts. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure (hysteroscopy), the visera elite video system center exhibited scope communication error b30 after it was connected to a camera. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not duplicated. During evaluation, it was observed, there was image noise due to a faulty printed circuit board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.